Event description:
While using a byte night aligners, patient reported that they experienced sudden extreme cold sensitivity in their lower anterior teeth on the left side. They have a tooth that chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.